Event description:
Report received from the USA stating that the device had a hole in the hose. The device was being used during surgery. It was reported that there was no patient injury with this event; it is unknown if there was user injury or medical intervention involved. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent. (B)(4).